Event description:
The suture broke while the pt was still in the hosp. The break occurred along the suture line 1 day after a renal transplant procedure. This pt was able to move with assistance from the bed to a chair or the bathroom. It is unk what the pt was doing at the time the suture broke. The pt underwent a reoperation to repair the suture line, the wound has healed and the pt is doing fine.